Manufacturer narrative:
A photo was provided showing the packaging information for the ch-70 chemoclave universal vented vial spike. No defects or anomalies noted. The DHR was reviewed and no nonconformities were found that would have led to the reported complaint. The complaint could not be confirmed by investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined.

Event description:
The event involved a chemoclave vented bag spike the punch cards for bag/vials ch70 used in the oncology pharmacy for the preparation of chemotherapies. When the pharmacy technician removes their syringe from the device, the small internal membrane of the device does not return to its shape, and the perforator becomes unusable. It must therefore be removed from the vial and a new perforator must be installed. This situation occurs 4 to 6 times a day. There was no patient involvement.